Event description:
During a laparoscopic gastric bypass, the device cut and did not staple stomach tissue. The o.r. Time was extended by one hr and the hosp stay extended by four days. Extensive add'l antibiotics were required.